Event description:
The customer reports that the cine image would not play back. System locks up and needs reboot.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.